Event description:
Spontaneous call from pt - pump sn (B)(4) is having an issue where it will not accept the cartridge. The plunger won't go down on it. She tried twice and it has not worked either time. Switched to backup pump. Did not miss any medication. Sending pt new pump for tomorrow and she is requesting (B)(6) pickup on (B)(6) for old pump to be returned. No harm to pt. No further info available. Diagnosis or reason for use: primary pulmonary hypertension.